Manufacturer narrative:
Medwatch # 3013167176-2020-00015 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch will be retracted.

Manufacturer narrative:
H10/11: narrative/corrected data - the events involving contralateral leg component plc201200j/20769177 have been deemed reportable.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper component placement. See mfg # 3007284313-2020-00039 for report on rlt261416j movement.

Event description:
Following was reported to gore. On (B)(6) 2020, a patient underwent a treatment of abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The proximal rlt261416j was slightly moved distally when the physician attempted to remove the transparent knob. When the plc201200j was deployed at common iliac artery, it partially covered right internal iliac artery. Although the internal iliac artery was partially covered by the device, there was no obstruction of blood flow, hence, no additional intervention was performed. The patient tolerated the procedure. According to the csa, when the physician attempted to remove the transparent knob, the knob did not turn so the physician turned the constraining dial to try making sure that the black nut was in proper position but he mistakenly turned the constraining dial clockwise not counter-clockwise, at this point the rlt261416j probably slightly moved distally. Although the rlt261416j moved, the position where the device moved was where the device should be placed as per planned so there was no problem moving the device.